Manufacturer narrative:
Additional concomitant medical products: 383069 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) showed initializing due to implant detection programmed on. The manufacturer recommended programming the implant detection to complete/off. The device remains in use. No patient complications have been reported as a result of this event.